Manufacturer narrative:
Additional information received indicated the product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. This was carotid surgery. During filter retrieval, the retrieval sheath was advanced while the filter wire was fixed. There was no filter basket deformation. The device was not used in the patient. The product has been shipped for analysis but not yet received, additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing, however, not yet received. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an angioguard, it was reported that the umbrella could not be recover to capture the sheath. The recovery failed after several trials, so the surgeon used another same catalogue product later, successful to assemble and completed the operation. There was no report of patient injury. The surgeon had flushed the device in saline solution after opening the package. The product will be returned for analysis.

Manufacturer narrative:
Based on the information received and the product analysis, the event being reported "capture system - capture difficulty" no longer meets that criteria for reporting as a malfunction under MDR regulations. Please update your files accordingly.